Manufacturer narrative:
Investigation summary: unconfirmed, no sample provided. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that bd¿ ultrasafe plus x100l pr blue ccl amg plunger rod was broken. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the complainant reported ¿ a complaint of one unit of prolia 60 mg because the plunger was broken¿.

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ ultrasafe plus x100l pr blue ccl amg plunger rod was broken. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: the complainant reported ¿ a complaint of one unit of prolia 60 mg because the plunger was broken¿.